Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 0.01 ml of juvéderm® volbella¿ with lidocaine in left nasolabial fold. During injection, the area whitened, and vascular occlusion protocol was started. Patient was treated with 3 vials of hyaluronidase (1 green vial of pb serum and 2 vials of red pb serum, each vial equivalent to a 1500 u vial), 3 rounds of radiofrequency, and prescribed aspirin. Six hours later, patient was discharged. Symptoms ongoing.